Event description:
According to the information received, on (B)(6) 2011, a hybrid case was performed using two amplatzer muscular vsd occluders; however, the devices could not properly close the defect due to device sizing. The devices were removed and surgery was performed to close the defect with a dacron patch. On (B)(6) 2011, aga medical was notified that the patient started to bleed out in ICU approximately four hours after surgical closure and subsequently died. Additional information has been requested, including imaging of the implant procedure, patient information, cath lab report/op note and autopsy report but has not yet been received. Should additional information become available a supplemental report will be filed. Other device used during this case: model: 9-vsd-musc-014, lot m09b26-19, (B)(4).